Manufacturer narrative:
Batch review performed on (B)(6) 2020: lot 184592: (B)(4) items manufactured and released on 17-oct-2018. Expiration date: 2023-10-08. No anomalies found related to the problem. To date, 98 items of the same lot have been already sold without any similar reported event. Additional device involved: batch review performed on (B)(6) 2020: liner: mpact 01.32.3644hct flat pe hc liner ø36/e (k103721) lot 185987: (B)(4) items manufactured and released on 25-sep-2018. Expiration date: 2023-09-10. No anomalies found related to the problem. To date, 108 items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed, 1 day after primary surgery, due to dissociation of the liner from the cup. Right side.